Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that he was in the hospital due to an infection in the site. They took the insulin pump off because they were delivering insulin via IV. The customer was admitted into the hospital on (B)(6) 2016 as a result of high blood glucose levels. The customer was hospitalized with cellulitis and his blood glucose level kept rising. He was on IV antibiotics. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose level was in between 200 mg/dl and 250 mg/dl. The device was not returned.